Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose of 500 mg/dl. Customer stated that he had a few glitches and the site is fragile. Customer reported that sometimes he gets a disrupted connection and the infusion sets do not come off, but he has a high blood glucose reading. Customer changed the site but it was not delivering. Customer treated himself when his blood glucose was 515 mg/dl or 520 mg/dl with 15-20 units. Customer stated that it only happened once. Customer does have a back-up plan. Customer did not have any questions.